Event description:
Subsequent to the initial medwatch additional information received indicates postprocedure the patient experienced a myocardial infarction induced by post carotid stent hypotension and tachycardia secondary to dopamine as well as chronic total occlusion of the right coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is a known adverse event as listed in the rx acculink carotid stent system instruction for use.

Event description:
It was reported that during the procedure in the right internal carotid artery the rx accunet embolic protection device (epd) was unable to cross the tortuous vessel and was removed without difficulty and replaced with an emboshield nav6. An rx acculink 7-10x40 stent delivery system was unable to cross the tortuous vessel and was removed without difficulty. An rx acculink 6-8x30 was successfully implanted in the target lesion without difficulty. During the procedure the patient developed hypotension with blood pressures in the 60s/40s mmhg, treated with dopamine. Ischemic chest pain due to a pre-existing totally occluded right coronary artery occurred secondary to hypotension. Troponin levels were within normal limits. Electrocardiogram (ECG) showed st depression. Dopamine was discontinued and blood pressure was supported with intra-aortic balloon pump. Nitroglycerin and heparin were given. Hypotension resolved on (B)(6) 2011 and balloon pump and medications were discontinued. The patient was considered to be stable on (B)(6) 2011 and was discharged to home on (B)(6) 2011. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina, hypotension and ischemia are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.